Event description:
Information received indicates trendelenburg is not working on the stretcher.

Manufacturer narrative:
The technician found the left trend cylinder was not functioning. He replaced left trend cylinder to repair the stretcher.